Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, in stent restenosis occurred. A 3.00x16 mm taxus express2 drug eluting stent was placed in the saphenous vein graft (svg) to the marginal of circumflex (cx) artery. A non-boston scientific stent was placed in the left anterior descending (lad) on same day. Approximately one year post the initial procedure the patient was experiencing increasing symptoms (unstable angina). Angiography showed 90% restenosis of the previously placed 3.00x16 mm taxus express2 stent and 90% stenosis of the non-boston scientific stent. A 3.00x16 mm taxus liberte stent was successfully placed with in the restenosed taxus express2 stent. No additional patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.